Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve, via right femoral access with a minimal access diameter of 7.6 millimeters (mm), a 14 french (fr) non-medtronic (cook) sheath was withdrawn from the access site and a bleed was noted. The cause of the bleed was due to a failure of a non-medtronic vascular closure device where the sutures tore out from the vessel wall. The device failure was the underlying reason for the injury. However, per the physician, the delivery catheter system (dcs) may have contributed to the bleed. A second and third vascular closure device were used; however, the bleed remained. The patient had regular anatomy without significant calcifications close to the puncture site. No significant tortuosity was identified. The patient was on long-term steroids. That condition was known to weaken vascular structures and was most likely a contributing to the vascular trauma. During the index procedure, percutaneous transluminal angioplasty (pta) was performed and an 8mm stented graft was placed from the contralateral side. Following pta, access vessel angiography showed vessel stenosis proximal to the stent-graft without any blood flow limitations. The bleed was resolved and limb perfusion was confirmed. The patient's hemoglobin was 10.9 grams per deciliter (gm/dl) which was a decrease from 13.5 gm/dl noted three days prior to the procedure. Subsequently, 1 unit of packed red blood cells were transfused. No treatment was performed for the stenosis. Three days following the implant procedure, consecutive doppler ultrasounds were suspicious for stenosis of the right common femoral artery. Four days following the valve implant, a computed tomography (CT) angiography was performed and showed a short, stenosed dissection of the distal portion of the right external iliac artery without clinical signs of malperfusion. Per the physician, the proximally located stenosis could have been secondary to the insertion of the dcs that caused a vessel wall trauma and resulted in vessel stenosis. Again, anatomy at the right external iliac artery was rather unremarkable, but long-term steroid medication use might have caused vessel fragility. A retroperitoneal hematoma was identified by computed tomography imaging. This hematoma was located on the left iliac side and extended to the abdominal wall with a slight displacement of the urinary bladder. The diameter was approximately 9 x 6.3 centimeters (cm). The hematoma was a symptom of the initial bleeding at the access site. No treatment was provided for the hematoma. Angiography performed five days following valve implant confirmed satisfactory results from the recent stent placement. Six days following valve implant, a stent was placed and angioplasty was performed to address the stenosed dissection. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: vascular access related complications, such as bleeding, dissection, hematoma, and occlusion, are a known potential adverse patient effect per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities), and/or procedural effects (sheath used, user technique, puncture cut location). The physician stated that the delivery catheter system (dcs) may have contributed to the bleed, however, as no procedural images were provided, the relationship to the dcs could not be established. It was noted that the cause of the bleed was due to a failure of a non-medtronic vascular closure device where the sutures tore out from the vessel wall. The device failure was the underlying reason for the injury. It was reported that the patient was on long term steroids, which was known to weaken vascular structures and was most likely a contributing factor to the vascular trauma. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications related to these events. If information is provided in the future, a supplemental report will be issued.